Event description:
Device malfunction: tip separation. Time of malfunction: unpackaging. Symptoms/ae: na. It was reported that after the absolute stent delivery system was removed from the package, as the mandrel was pulled out, the tip of the catheter completely separated from the device. The device was not in use and there was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant info.